Event description:
It was reported to boston scientific corporation on january 7, 2009, that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, during the procedure, while trying to insert the device into the scope, the physician noticed that one of the forceps cups was open and would not close. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.